Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-105mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored in the kitchen cupboard and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customer calling states that for about two weeks now the meter have been giving erratic blood results. Customer states that he run a back to back blood test and got 102mg/dl and 304mg/dl. No adverse event reported.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-105mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored in the kitchen cupboard and were first opened (B)(6) 2015. Reviewed meter memory: 218mg/dl (B)(6) 2015 12:00:00 pm fasting yes; 353mg/dl (B)(6) 2015 12:00:00 pm fasting yes; 217mg/dl (B)(6) 2015 12:00:00 pm fasting yes;127mg/dl (B)(6) 2015 12:00:00 pm fasting yes; 168mg/dl (B)(6) 2015 12:00:00 pm fasting yes. Customer calling states that for about two weeks now the meter have been giving erratic blood results. Customer states that he runs a back to back blood test and got 102mg/dl and 304mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.